Manufacturer narrative:
Software data logs were returned to the MFR on (B)(4) 2013 for further eval.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, a red "x" was indicated on the air bubble detector diode (led) was flashing as yellow. The customer closed the perfusion screen and, when it was reopened, the red "x" was gone. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.